Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2009, product type catheter; product ID 8578, serial # (B)(4), implanted: (B)(6) 2009, product type accessory. (B)(4).

Event description:
It was reported there was a confirmed motor stall in the event logs with no motor stall recovery recorded. It was noted the pump logs showed the motor stall occurred on (B)(6) 2013, recovery on (B)(6) 2013, and another stall with no recovery on (B)(6) 2013. It was also reported the pump had been ¿beeping¿ for about a week. The patient had not felt any withdrawal symptoms, but ¿maybe some increase muscle spasms.¿ the pump was being used to deliver morphine (unknown). Additional information has been requested; a follow-up report will be sent when it becomes available.